Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 322 mg/dl. The customer will continue to use their pump for insulin delivery and has manual insulin injections as backup therapy.